Event description:
Had the essure implanted (B)(6) 2009. From the beginning there were problems. When I went back in for my three month dye check one side wasn't completely blocked. Now that it's been almost 10 years I've had many problems that I didn't even realize were from essure till I started doing research. Due to depression, sexual issues, and sleeping a lot from horrible migraines and a lot of fatigue after having my last daughter and getting the essure I ended up getting a divorce from my husband of 10 years. Also since essure my teeth have gotten really bad and I have numbness in both my hands and forearms. Some days I'm so turned around and confused it's hard to function. I have constant pain in my upper legs and hips to a point most days I have to stand for a few and then sit for a few. I get at least one urinary tract infection a month and pretty much have since essure. I have severe vaginal pain during my period and pass large clots.